Event description:
It was reported that the patient had their spinal cord stimulator (scs) turned back on again with the help of a manufacturer representative about 2 weeks prior to the report. Their doctor was not sure if the scs was helping the patient¿s pain since it was turned back on because the patient was still in pain and was also on heavy duty pain medications. The patient also had a needle like pain near their spine that they suspected may be due to the lead wire and it somehow sticking into them. The patient¿s device was implanted for sciatic pain but had new pain in their back. The new pain started around 3 to 4 months prior to the report and it was assumed that the patient stopped feeling stimulation around that time as well. A manufacturer representative did an impedance checked and found that any electrode that was paired with the #2 electrode was >4000 ohms and <(><<)> 15 ma. The patient was not feeling paresthesia and they were programmed with the #2 electrode being used. The manufacturer representative was able to program around the #2 electrode and the patient had paresthesia afterwards. The other impedance values looked normal. The patient¿s stimulator battery was at 3.06v at the time of the report. The patient programmer batteries were dead. The patient had parkinson¿s and other medical issues as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# j0504383v, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient was able to get the programmer to work and get the stimulation to where it originally was. The patient was going to make an appointment with a pain specialist to try and determine the cause of the new pain.